Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that flow transducer test failed during pre-use check. There was no patient involvement. Identification of issue has been done by analyzing problem description, device's logs and service report. According to the information provided by the technician, the expiratory cassette membrane was reseated but this action did not solve the issue. Based on error codes included in device's logs, the technician decided to replace the inspiratory flowmeter. The issue has been resolved and the device was delivered to the user in working condition. The inspiratory flowmeter measures the combined air and o2 flow, as well as the temperature, of the inspiratory gas from the o2 gas module and turbine module. The issue was decided to be reported based on available information as a defective inspiratory flowmeter may lead to low o2 or high pressure. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, the claimed part was not available for further analyze. Therefore, the root cause to the reported issue has not been determined.